Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient received an inappropriate shock on two separate occasions. Low amplitude measurements were observed. A review of the device data identified the first inappropriate shock was due to noise which was the result of t-wave oversensing. This episode occurred while the patient was undergoing dialysis. The second shock was also the result of noise and t-wave oversensing. Isometrics, pocket manipulation, and xiphoid manipulation in 1x and 2x for all the vectors was performed. Noise was observed in primary and secondary while the patient lifted his left arm and leaned forward. However, there was little to no noise with pocket and xiphoid manipulation. The device was reprogrammed to primary 2x and the zones were increased. No adverse patient effects were reported.